Event description:
It was reported that the right atrial lead exhibited intermittent capture and clavicular crush damage. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.